Event description:
It was reported that a pin was broken off in the ventricular connection of the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that a pin was broken off inside the ventricular output connector and it was therefore replaced. (B)(4).